Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a cardiac resynchronization therapy defibrillator (crt-d) patient implanted with a device under an advisory noting the potential for internal device arcing during high-voltage charging expired. Follow-up was attempted to determine the cause of death or if a device malfunction was observed while the device was in use, however no information could be obtained.